Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an implantable neurostimulator. Pt reports having problems but does not know what it is. Pt states she called hcp because of issues and talked to an other hcp and he believes the cables are loose. Pt states she does think the same thing but her hcp said to get the unit adjusted first before they operate. Hcp said cables might be loose and last week got a call that the hcp said loose and said to adjust before doing surgery. Pt states only feels tingling sensation when place head down. Pt states this am woke up and if device not on will have headaches, throwing up, eyes closed and bleeding from nose. This morning the patient woke up at 1: 00 in the morning like that because they didn't feel the device at all. The patient reported that about 2-2. 5 weeks ago they started feeling tightness in their right side, like something was pulling, poking them in and burning them. The next day, the patient stated that they lay down to the side of their left side and they can see like a mountain of cable is getting out of their head. Pt mentioned she has had pain and headaches. Yesterday night the patient said they went to sleep on the left side because right side is their battery, but they woke up with a horrible pain because they did not feel the machine. Then today the patient started throwing up and bleeding through their nose because they were not feeling the machine at all and eyes blinking which is what happened before device. Pt states she checked device and all was full. Pt states she called lady from surgery but cannot wait for someone to tell her where to go.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2023; brand name: vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2023; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cables felt as if they were kind of loose at the back of their neck. The patient stated that during surgery it was found that the system was burnt. The system was replaced.

Manufacturer narrative:
H6: previously reported patient code e2403, imf f26 are not applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating that their ins was being used off label as a brain stimulator. Pt said that a month ago or more or something like that they stopped feeling the tingling sensation and they only felt the tingling sensation when they moved their head back and forth. Pt said that it felt like the cable was loose and that they felt a bump every time that they looked to the right. Pt said that the rep thought maybe they were creating scar tissue or something. Pt said that two weeks later the machine only charged 30% to 40% a day. Rep tried to reprogram the ins. Pt said that the rep put the ins up to 20 and then the machine had an error message. Pt said that they didn't feel anything when the stimulation was up to 20. They only felt the stimulation when they put their head down and back. Pt said that two weeks after that on friday they called manufacturer since they needed to charge more than twice a day since the device only charged 10%-20% by thursday. Pt said that on friday when they started to charge they started smelling something burning and they felt a shocking in the place where the ins battery was located. After that they called hcp who said they would put pt in surgery again to check the machine as something was wrong. The surgery is this friday. They stopped charging and took the equipment off and that the controller went off afterward and wouldn't turn back on. Pt said that they talked to someone in tech support on friday who said that they thought the machine got burned since the rep put the settings up to 20. They were getting sicker and sicker and the pain was insane in their head, eyes, throat and ears and that they had been throwing up. Pt said that they texted a rep yesterday who said to make sure the machine was fully charged for the surgery. Pt said that the machine wouldn't turn on at all however. Agent clarified with the pt; pt confirmed that the controller was not turning on and that the burning smell was coming from the controller. Agent had the pt remove the battery pack from the controller. Pt said that the battery pack was normal but where the battery pack goes in the controller they saw like a big red card with gold dots. Agent offered to replace the external equipment, however pt said that they would be given new equipment on friday. Pt said that hcp said that they were going to change everything on friday, so they didn't want the equipment replaced and they wanted to wait until friday. Pt said that the ins was for occipital neuralgia. Pt said that they were pretty sure that hcp needs to replace the cables in their head. Pt said that something was loose in their head and they could feel a poking sensation like something was getting out of their head and that they felt the cable around their temple somewhere since it was killing their eye.

Manufacturer narrative:
B5: corrected desc evt problem for the info rec'd on (B)(6) 2023. H6: added codes for shocking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating that their ins was being used off label as a brain stimulator. Pt said that a month ago or more or something like that they stopped feeling the tingling sensation and they only felt the tingling sensation when they moved their head back and forth. Pt said that it felt like the cable was loose and that they felt a bump every time that they looked to the right. Pt said that the rep thought maybe they were creating scar tissue or something. Pt said that two weeks later the machine only charged 30% to 40% a day. Rep tried to reprogram the ins. Pt said that the rep put the ins up to 20 and then the machine had an error message. Pt said that they didn't feel anything when the stimulation was up to 20. They only felt the stimulation when they put their head down and back. Pt said that two weeks after that on friday they called manufacturer since they needed to charge more than twice a day since the device only charged 10%-20% by thursday. Pt said that on friday when they started to charge they started smelling something bur ning and they felt a shocking in the place where the ins battery was located. They were getting sicker and sicker and the pain was insane in their head, eyes, throat and ears and that they had been throwing up. Pt said that they texted a rep yesterday who said to make sure the machine was fully charged for the surgery. Pt said that hcp said that they were going to change everything on friday, so they didn't want the equipment replaced and they wanted to wait until friday. Pt said that the ins was for occipital neuralgia. Pt said that they were pretty sure that hcp needs to replace the cables in their head. Pt said that something was loose in their head and they could feel a poking sensation like something was getting out of their head and that they felt the cable around their temple somewhere since it was killing their eye.